Event description:
According to the distributor's report, the physician was repairing a laceration with the device. During application, the pt moved and the adhesive migrated to the pt's eye. The physician was instructed to apply ophthalmic ointment to the eye. No further info was reported.